Event description:
It was reported that during a meniscus repair, when the t2 of the fast-fix 360 deployed, the suture was still on the needle and the t2 detached from the suture. Both ts were removed from the patient using graspers. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported. Patient status is good.

Manufacturer narrative:
H2: additional information: b5: event description.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles after being manually reset per the instructions in the IFU. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair, when a t-implant of the fast-fix 360 deployed, the suture was still on the needle and the t detached from the suture. The procedure was completed using a s+n back up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H2: additional information: b5 and h6: health effect - impact code.

Event description:
It was reported that during a meniscus repair, when the t2 of the fast-fix 360 deployed, the suture was still on the needle and the t2 detached from the suture. Both ts were removed from the patient using graspers. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported.